Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator. It was reported that the patient stopped recharging their battery due to being incapacitated by a knee replacement surgery. The battery had not been charged for five months. A manufacturer representative tried to trickle charge, but was unable to get the battery to turn over. The patient was advised to try and trickle charge at home to see if they can get the battery to turn over. Additional information was received from a manufacturer representative regarding the patient on (B)(6) 2020. It was reported that the patient tried a trickle charge and was unable to get the battery to turn over. It appears that the battery is overdischarged. The health care professional has recommended replacement of the implantable neurostimulator. The patient is in the midst of getting approval for surgical intervention to resolve the overdischarge. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the patient¿s device was ¿non-operable,¿ it doesn¿t work and needed to be replaced. No other details were known by the caller. The event date was asked but was unknown. No further complications were reported/anticipated.